Event description:
The product was applied to the back of the plaintiff causing a large burn which ultimately developed into severe and painful sore on his left lower back/hip area. Plaintiff alleges that the alleged burn continues to cause severe pain and discomfort, as well as being a permanent disfigurement to his body.